Event description:
It was reported that patient underwent a procedure utilizing a suture anchor on (B) (6) 2010. During the procedure, the surgeon used the awl then attempted to insert the anchor. The anchor would not progress completely and the tip fractured. The surgeon was able to retrieve the fractured tip and complete the procedure without any significant delay or injury to the patient.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Evaluation of the returned device found that the condition of the fractured tip did not allow a proper fracture analysis. The cause of the fracture is inconclusive.